Event description:
Analysis of the returned device revealed that the cannula was damaged and exhibited a tear. It was reported that the patient¿s blood glucose level rose above 250 mg/dL while wearing the Pod on the arm. It was initially reported that communication errors occurred between the Controller and the continuous glucose monitor (CGM).

Manufacturer narrative:
The pod was received fully deployed; however, the controller was not returned with the device. No damages or defects were observed that could contribute to the reported controller and continuous glucose monitor communication error during operation. No abnormalities were observed in the pod data. The patient history buffer data was inspected, and no long or abnormal stretches of invalid estimated glucose values from the continuous glucose monitor were observed. The cause of the reported controller and continuous glucose monitor communication error during operation could not be determined as the controller was not returned with the device. Upon inspection of the device, an external leak was observed from a tear and damaged to the exposed portion of the soft cannula. The timing and cause of the tear and damage to the exposed portion of the soft cannula cannot be determined. The observed damage would not contribute to the reported controller and continuous glucose monitor communication error during operation. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.